Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece and balance tip failed to irrigate, causing an error message and resulting in a wound burn in the patient's right eye. The wound was sutured, and the surgeon has also confirmed hearing occlusion bells. On post-operative day 3, an eye examination revealed corneal edema and minimal induced astigmatism due to the suturing and wound burn. The patient's condition is improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece and balance tip failed to irrigate, causing an error message and resulting in a wound burn in the patient's right eye and it was caused phaco handpiece overheating. The wound was sutured, and the surgeon has also confirmed hearing occlusion bells. On post-operative day 3, an eye examination revealed corneal edema and minimal induced astigmatism due to the suturing and wound burn. The patient's condition is improving.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample did not reveal any nonconformities. The sample was connected to a resistance test box where the input and output impedance of the sensor test were within specifications. The returned handpiece was connected to a calibrated system. The handpiece was recognized, primed and tuned, and successfully ran a five-minute burn-in without issue. During the burn-in test, the temperature of the hp was and was found to be within specifications. A flowrate test was performed on the sample for both irrigation and aspiration. Both met specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The returned sample was found to meet specifications. The root cause of the reported event(s) are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.